Event description:
Report received of an underdelivery. The device was programmed to deliver 25ml of an unspecified medication via syringe at a rate of 30ml/hr. After an unspecified length of time, the nurse noted that the infusion was completed; however, an unspecified volume of medication reportedly remained in the syringe. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing by the user facility's biomedical engineer, the reported underdelivery was duplicated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. The pump history was downloaded at the manufacturing facility. The pump history indicates that on 10/22/2004 at 0529, line b was programmed in the concurrent mode to deliver in ml/hr at a rate of 100ml/hr with a volume to be infused (vtbi) of 100ml for a duration of 1 hour and the delivery was started. At 0633, delivery on line b was stopped with a volume infused (vi) of 95.0ml. At 0634, line b was reprogrammed in the concurrent mode to deliver in ml/hr at a rate of 30ml/hr with a vtbi of 25ml for a duration of 50 minutes and the delivery was started. At 0724, the history indicated line b vtbi complete and the vi was 120.1ml; the alarm was silenced at 0725 and 0731. At 0732, line b was reprogrammed in the concurrent mode to deliver in ml/hr with a rate of 30 and a vtbi of 4 for a duration of 8 minutes. At 0740, the history indicated line b vtbi complete and the vi was 124.1ml. The infusion on line a was continued, and at 0803 delivery on line a was stopped and the pump was turned off.